Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the customer that, following the discovery of a break in a cook tpn double lumen catheter, the line was immediately clamped, and a cook tpn double lumen catheter repair set was employed to repair the line. The repair did not hold, and the line began to leak again. The catheter was then clamped until it was surgically removed and replaced. The circumstances surrounding the usage and handling of the product were not reported. The product is not available for evaluation.

Manufacturer narrative:
A review of the instructions for use (IFU), specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. However, a documentation investigation was performed. A device history record review and complaint lot search could not be performed as the complaint lot number was not provided. Based on the investigation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Clinical assessment: there is no information regarding the location of the catheter leak but, the customer states the ¿repair leaked¿ so it is feasible to suggest the leak occurred at the junction of the repair. There is no information stating whether adequate adhesive was noted on the metal cannula, the repair junction and at the sleeve. There is no information indicating if a wire guide was used with the device. Per IFU, ¿care should be taken when using a wire guide through a cook tpn catheter repair set to prevent damage within the catheter.¿ per the IFU, the damaged catheter ¿should be clamped near the entrance to the skin with rubber-shod forceps.¿ there is no information that the catheter was ever unclamped prior to any flushing or attempt to administer medication that may have contributed to the line rupture. There is no information regarding any resistance noted during attempt to prepare access for administration of medication. According to the customer, the device was used approximately 24 hours after application of the repair. Per the IFU, ¿follow nursing protocol and adhesive manufacturer¿s recommendations to determine when the catheter is ready for use.¿ the product is packaged with rm915 medical adhesive silicone. The silicone packaged in the set is dow-corning silastic medical adhesive silicone, type a. Per the product information, ¿curing or vulcanization time depends upon the thickness of the silicone adhesive layer, the relative humidity, and the accessibility of atmospheric moisture to the curing adhesive. Cure time is extended at lower humidity levels. Dry heat will not accelerate the cure and should not be used for at least the first 72 hours.¿ at this time, clinical assessment cannot eliminate any possible causes for this event such as user technique, product handling, placement, insufficient repair time, adhesive product reliability, device failure, or manufacturing related causes. Based on the provided information, no product returned and the results of our investigation, a definitive root cause could not be determined, however; based on the provided information the actual root cause is deemed to be; ¿inconclusive¿. This failure mode is being escalated per internal processes.